Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('her left essure coil had migrated into her uterus') and endometrial ablation ('thermachoice balloon ablation') in a 25-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient underwent endometrial ablation (seriousness criterion medically significant), 1 day before insertion of essure. On an unknown date, the patient experienced device expulsion (seriousness criterion medically significant), pelvic pain ("increasingly severe pain / chronic pelvic pain"), pelvic discomfort ("increasingly discomfort"), abdominal pain ("chronic abdominal pain"), tooth disorder ("dental problems") and fatigue ("chronic fatigue"). Essure treatment was not changed. At the time of the report, the device expulsion, pelvic pain, pelvic discomfort, abdominal pain, tooth disorder and fatigue had not resolved and the endometrial ablation outcome was unknown. The reporter considered abdominal pain, device expulsion, endometrial ablation, fatigue, pelvic discomfort, pelvic pain and tooth disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - in (B)(6) 2014: results: left essure coil had migrated into her uterus. Hysterosalpingogram - on an unknown date: results: coils were properly placed. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 5-may-2021: quality safety evaluation of ptc(product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('her left essure coil had migrated into her uterus') and endometrial ablation ('thermachoice balloon ablation') in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient underwent endometrial ablation (seriousness criterion medically significant), 1 day before insertion of essure. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criterion medically significant), pelvic pain ("increasingly severe pain / chronic pelvic pain"), pelvic discomfort ("increasingly discomfort"), abdominal pain ("chronic abdominal pain"), tooth disorder ("dental problems") and fatigue ("chronic fatigue"). Essure treatment was not changed. At the time of the report, the device expulsion, pelvic pain, pelvic discomfort, abdominal pain, tooth disorder and fatigue had not resolved and the endometrial ablation outcome was unknown. The reporter considered abdominal pain, device expulsion, endometrial ablation, fatigue, pelvic discomfort, pelvic pain and tooth disorder to be related to essure. The reporter commented: date of insertion reported as (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - in (B)(6) 2014: results: left essure coil had migrated into her uterus. Hysterosalpingogram - on an unknown date: results: coils were properly placed. Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on(B)(6) 2021: mr received: case become serious. Event endometrial ablation added. Reporter information added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report